Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 30 mg/dl. The customer stated that the device malfunction during the night and she was getting more insulin than programmed and caused her to have a low blood glucose. The customer was revived by the paramedic, according to patient she "nearly died." The customer stated that she would not be able to provide more detail that she already provide.